Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Customer was hospitalized on 5/21/2015 due to low blood glucose levels (17 mg/dl), and was disconnected from the pump. While in the hosp, the customer was reconnected to the pump and experienced elevated blood glucose levels (464 mg/dl). Troubleshooting was performed and pump passed delivery system check.